Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: description of the patient event - cracks noted just below the bubble trap. Hole noted on venous line post sensor, blood noted leaking from hole. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples and photos were provided for further evaluation. The samples, photos, and all available information were forwarded to the supplier for further evaluation. Based on the supplier's evaluation results, no holes or leaks were observed during visual inspection or physical testing of the returned tubing. However, upon visual evaluation of the two photographs, the complaint was confirmed as blood appeared to be leaking from a hole in the tubing. The photographs were provided to manufacturing for review. Manufacturing was unable to determine a root cause for this issue based on the available information. A review of the device history records for sl-2010m2096 lot 20354001 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.